Event description:
It was reported that the user was unable to progress through the fill tubing steps in the ilet app due to an unresponsive interface, and the issue persisted after an app restart until a pump restart and software update were initiated, after which setup was completed and therapy use commenced. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and uninterrupted continuation of therapy after successful setup. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that performing a device restart and completing a software update resolved the issue, indicating a transient software or interface malfunction. It was concluded that the device functioned as expected after update and restart, and no further action was required.